Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda, difficult leaflet grasping, and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3 and a small atrium. It was noted imaging was difficult throughout the procedure. An ntw clip was inserted and deployed on the mitral valve. Grasping was performed several times before a successful grasp and noted as difficult. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was deployed medially and successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.